Manufacturer narrative:
Initial surgery performed in (B)(6) 2014. Patient doing well after revision surgery.

Event description:
Amendia received a medwatch 3500a report from a user facility regarding an event involving a patient who presented with lower back and leg pain. Patient had previous l4-s1 fusion in (B)(6) 2014. It was determined that patient had broken screws bilaterally at s1; revision surgery performed to remove screws. (B)(4).